Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the console temperature displayed warmer than the device temperature. Subsequently the patient experienced chest pain. During an ablation procedure to treat paroxysmal atrial fibrillation, a polarx catheter was selected for use. Upon attempt to isolate the left superior pulmonary vein, the patient complained of chest pain related to the temperature of the catheter. The cable connecting the polarx to the console was cold, but according to the sensor in the polarx it was constantly at 27 degrees celsius. No error messages displayed. The catheter position was adjusted, and all cables were disconnected and reconnected, but there was no change; the console continued to display that the catheter temperature was 27 degrees. The catheter was replaced, and the procedure was completed successfully with no further complications. The device is not expected to be returned for analysis.